Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The hcp stated that they spoke with a manufacture representative about this on (B)(6) 2017 but they never got back to them. The hcp stated that the patient was having an MRI but it was unknown if the procedure was due to a problem with the device or therapy. The hcp stated that it does not work at all and the patient cannot turn it on or off. These issues were related to the device or therapy. The hcp was sent compatibility guidelines. There were no patient symptoms reported and no complications reported.